Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was unresponsive and unable to charge which resulted in the pump shutting down. Additionally, it was reported that the usb cable was cut. Customer¿s blood glucose level ranged from 115-120 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.